Event description:
In 2000, pt underwent repair of arnold-chiari malformation with implantation of a dura-guard graft. In 2001, pt complained of headache, vomiting and neck pain. Surgeon initially suspected an allergic reaction to the dura-guard and contacted bio-vascular for info regarding incidence and treatment. The surgeon wrote he cannot directly attribute the event to dura-guard.